Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown at the time of incident. The customer stated that they did not known possible damaged to drive support cap. Troubleshooting was performed. The insulin pump will be returned for analysis.